Event description:
Nellcor received a report of a cuff-leak on an 10lpc tracheostomy tube. It was reported that the leak occurred 7 days after insertion. There was no patient harm reported and the tube was replaced without incident.